Manufacturer narrative:
Section d1: brand name corrected manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage hazard alarms was confirmed via the submitted log file. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 17nov2024 was reviewed. At 19:34:44 while connected to the mpu, atypical power cable disconnect and low voltage hazard alarms activate due to a sudden drop in relative state of charge (rsoc) voltage. These atypical alarms occur intermittently throughout the rest of the log file. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook ((rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev. C), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible) including ¿connect to power¿ alarm, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) under section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) under section 6 ¿equipment maintenance¿ explain how to properly care for the equipment, including the mobile power unit. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (rev. C) section d, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this eve

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low voltage alarms while hooked up to the mobile power unit (mpu). There was concern for system controller power cable issue. Log files were submitted for review and contained unusual low power hazard and power cable disconnect alarms when the patient was utilizing mpu power. The clinician was able to reproduce the alarms in clinic on the mpu, so the mpu was changed out.